Event description:
It was reported that since the patient had their implantable neurostimulator (ins) replaced the previous week, the patient had been feeling shocking and her hand would clench on the right side of her body. It was stated the shocking was felt on the entire right side of her body. The impedances were "normal". It was stated that electrode impedances were from 1500-4000 ohms, and the therapy impedances were "ok". It was stated that when the ins was pushed on she would get a shock. The impedances were check when palpitating the ins and the impedances did not change. It was stated that the events reported have been decreasing in frequency. The patient was programmed at 2+, 0- at 5.0v. It was noted that the pocket was likely flushed with saline prior to closing the incision. The amplitude was decreased.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v407602, implanted: 2010 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v407602, implanted: 2010 (B)(6); product type lead. (B)(4).